Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that before use, a bd¿ luer-lok syringe was found with volumetric inaccuracy. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd received samples for evaluation. Two had smears, 20 had a skewed scale, 6 had no or missing print and 3 had rub marks therefore failure mode was verified. The following root causes were identified. Smears can potentially be caused by worn pads or low pressure, swelling printer pads or the outfeed chain or printer being out of time due to a jam. Skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Rub marks are likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. Corrective actions were taken to reduce the issue of rub marks. If barrels are detected by the sensor, the plc tells the assembly machine to run because there are enough barrels to feed the machine. The sensor was approximately 18" from the machine which did not allow for enough backpressure in the rail to consistently feed barrels. Barrels mis-feeding into the assembly machine allowed for loose plunger rods as defined in the investigation root cause. The sensor was moved back 18" to allow for more backpressure to push barrels into the assembly machine. A device history review was completed with zero defects noted. Investigation conclusion: smeared print-potentially a worn pad and low pressure. Swelling printer pad. Outfeed chain or printer out of time due to jam skewed print- can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Rub mark -is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed.